Event description:
It was reported that this device exhibited a battery depletion (bd) error. Remote analysis confirmed that the error was a result of prolonged magnet application. The data confirmed the alert had occurred months ago and the device had been beeping. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The patient had visited the clinic, and the device had been successfully interrogated by the programmer. There were no adverse patient effects reported. The device remains in service.